Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing was noted when it comes to this device. After a follow up the minute ventilation (mv) sensor was programmed off and it appears the noise was no longer seen on the electrocardiograms. A copy of the device¿s memory was preserved and submitted to boston scientific technical services (ts) for analysis. Ts noted that there was no evidence of impedance issues. The system remains implanted. No adverse patient effects were reported.